Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing. The sensitivity was changed to less sensitive and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant continued: d224drg implantable cardioverter defibrillator (B)(6) 2009; 407652 implantable pacing lead (B)(6) 2009. (B)(4).